Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a female patient. The following results were provided: (B)(6) 2024 03:58 pm sid (B)(6) 184.3 ng/l, repeated same sample on another alinity on (B)(6) 2024 = < 4 ng/k; new sample on (B)(6) 2024 17:10 sid (B)(6) = < 4 ng/l. New sample on (B)(6) 2024 18:26 sid (B)(6) = < 4 ng/l. Reference range: female <13 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, accuracy testing, and device history records. Returns were not available. The review of historical performance of reagent lot 58191ud00, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 58191ud00 did not show any potential non-conformances, or deviations. Accuracy of the assay has been evaluated with a retained in-house kit and met all specifications, confirming that this lot is meeting the alinity I stat high sensitive troponin-I product requirements. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, the alinity I stat high sensitivity troponin-I lot number 58191ud00 identified no systemic issue and/or product deficiency.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a female patient. The following results were provided: on (B)(6) 2024 03:58 pm sid (B)(6) 184.3 ng/l, repeated same sample on another alinity on (B)(6) 2024 = < 4 ng/k. New sample on (B)(6) 2024 17:10 sid (B)(6) = < 4 ng/l. New sample on (B)(6) 2024 18:26 sid (B)(6) = < 4 ng/l. Reference range: female <13 ng/l. No impact to patient management was reported.